Manufacturer narrative:
Further longevity evaluation is ongoing. This report will be updated once additional information becomes available.

Manufacturer narrative:
A copy of device memory was analyzed by engineers. Analysis of memory noted the device had a longevity remaining estimate of 2.1 years. Based on the programmed settings and therapy usage, engineers concluded the longevity estimate was normal. The device remains implanted with no further complications reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up appointment, this device indicated it had half of its longevity remaining after only four months of implant. It was reported the device had a high left ventricular (lv) pacing output. The physician alleged the device was depleting prematurely. A boston scientific technical services (ts) performed a longevity calculation. Initial results of the longevity calculation showed the device may have been depleting normally. No adverse patient effects were reported.